Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform stapler instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the 60 sureform stapler had problems stapling fabric. The staple seam row was not completely executed and received an error message for fabric being too thick. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument/accessory was checked before use and there were no damages. The stapler did not work initially, a reserve stapler with green reload had to be used. The surgeon did not encounter any obstructions such as clips, staples, or other hard materials between the branches of the instrument. The site observed missing staples in the staple line.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler was analyzed. The instrument was found to have two firing failures based on log review. The firing failure were not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using an in-house green reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by clinical development engineer. The following additional information was provided: "based on the logs, this video is likely showing fire #3 on the second instrument used in the case. After 6-7 pauses for compression, the stapler completes the staple line and unclamps successfully. I do see a piece of green debris in the I-beam home position (noted below) that appears to be from the green reload cartridge. The piece gets dragged by tissue and fluid when the stapler is unclamped and can no longer be seen. The staple line looks complete with no bleeding or malformed staples observable from this video. I agree that this complaint may be related to previous fires in the case, so without further information or video, I can't provide clinical insight to those events." A review of the stapler log was also conducted: logs show part number: 480460-09, lot number: t12230511-0248, was installed on the system 3x and fired 3 green reloads. On installs 1, the fist clamp attempt was aborted at ~50% completion. The 2nd clamp was successful but was followed by a firing failure. The firing stopped at ~56% completion, after a duration of ~56 seconds. Peak firing force was measured at 579 n. On install 2, the fist clamp attempt was aborted at ~75% completion. The 2nd clamp was successful but was followed by a firing failure. The firing stopped at ~57% completion, after a duration of ~57 seconds. Peak firing force was measured at 576 n. The instrument was removed and replaced with pn 480460-09, ln k14230706-0378for 1 successful fire, before being re-installed for the 3rd time. On install 3, the first clamp attempt was successful, and the firing was completed with no pauses for compression. Based on the completion percentages in the logs for each fire, it appears the video provided is showing the 3rd firing of pn 480460-09, ln t12230511-0248. The video shows a sf60 instrument, with a green reload installed, and begins around the first pause for compression after the firing sequence was initiated. There were 6-7 pauses for compression shown in the video, before the firing ultimately completed 100%, and unclamped successfully. The resulting staple line appears to have been completed and no bleeding was observed. The firing shown in the video may not be relevant to the complaint, which seems to be referring to the two firing failures earlier in the procedure.